Event description:
It was reported that the user experienced repeated occlusion alarms on an ilet using a steel contact detach infusion set with 23-inch tubing following a supply change, with blood glucose reaching 536 mg/dl and moderate ketones; after initially replacing only the tubing and infusion set, the issue persisted until all supplies, including the connector and cartridge, were changed, after which the occlusions resolved. Customer care provided support that included troubleshooting and education with the recommendation to replace all disposable components. Investigation of this case revealed an occlusion related to disposable infusion components, with resolution after full replacement of supplies. Symptoms included hyperglycemia and ketosis. Outcomes included temporary interruption of pump therapy and administration of subcutaneous insulin per healthcare provider instruction, without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a component-related infusion occlusion resolved by replacing the implicated disposables.